Manufacturer narrative:
The device involved in the event has not been returned for evaluation. It was reported the user does not know which of the lot# below was the one with the issue. Model# and lot# of the catheters reported: model#: 105-5055, lot#: 8421474, dom: 04/2010, expiration: 04/2013; 105-5055, 8460639, 04/2010, 04/2013. (B)(4).

Event description:
Treatment of an avm. It was reported after 35 minutes of onyx injection, the catheter burst and onyx was observed leaking at the shaft of the catheter. No patient injury reported. Same event as MDR# 2029214-2010-00153.